Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: gallbladder removal. Event description: [hospital] one of the applied medical retrieval bags (ref# cd003) used in a surgery on 06/17 broke during a case. Unfortunately we¿re not able to save the damaged item, but attached is a picture of the affected product and lot number. The product is not available for return. Additional information received from [name] via email on 08jul2024: patient is ok. Procedure being performed was gallbladder removal. The surgeon conducting the case was [name]. The bag ripped during the removal of a large cluster of stones which fell back into the patient's abdomen. Additional information received from [name] via email on 08jul2024: it is unknown if the port size was enlarged. It is unknown where the break occurred. It is unknown if the bag broke into pieces. It is unknown how the user resolved the situation. It is unknown if other instruments were being used during the event. Intervention: unknown. Patient status: patient is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible that the incision size was not adequately enlarged prior to specimen removal, resulting in excessive force exerted on the bag seam and causing the bag to tear. The instructions for use (IFU) states, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: gallbladder removal. Event description: [hospital]. One of the applied medical retrieval bags (ref# (B)(4) used in a surgery on 06/17 broke during a case. Unfortunately we¿re not able to save the damaged item, but attached is a picture of the affected product and lot number. The product is not available for return. Additional information received from [name] via email on (B)(6) 2024: patient is ok. Procedure being performed was gallbladder removal. The surgeon conducting the case was [name]. The bag ripped during the removal of a large cluster of stones which fell back into the patient's abdomen. Additional information received from [name] via email on (B)(6) 2024: I asked the customer these questions and he responded with "unfortunately the information that I provided on my email earlier was everything I had available from the internal safety event report that was filled." Intervention: unknown. Patient status: patient is ok.